Manufacturer narrative:
Event date is unknown. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
Manufacturer reference number: 3006705815-2021-00034. It was reported that the patient was experiencing ineffective therapy due to high impedances on the leads. Re-programming was attempted without success. As a result, surgical intervention may take place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on jan 12, 2021. Patient has effective therapy post operatively.